Event description:
The customer reported that during the operation, the tip of the cordless sonicision broke off. The broken piece did not fall into the patient cavity. The handpiece was then removed from the sterile field. There was no patient injury. The site contact does not have additional information regarding the device and incident.

Manufacturer narrative:
(B)(4). Date of initial report : 03/30/2015. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.